Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after the insertion of a 22 g x 1.00 in. Bd insyte autoguard shielded IV catheter, the stylet appeared to be "jammed" and the catheter was removed. When the stylet was forcibly removed from the catheter, a kink in the stylet was observed. Prior to the insertion the catheter was able to be detached. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: on used sample was returned for evaluation. A visual inspection revealed the unit consisted of the needle/barrel assembly and the catheter/adapter assembly. A microscopic inspection observed the needle was fully retracted into the safety barrel and the white button was depressed. The needle was also bent at the notch inside of the spring. There were no signs of bends, kinks, or wrinkles in the catheter tubing. A functional test could not be performed as the bent needle tip prevented the needle from being pushed and repositioned to the out position. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6091799. Conclusion: an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customer¿s indicated failure mode as reproduction of the defect that the customer experienced could not be achieved with the testing performed on the returned unit.